Event description:
It was reported that during an unk procedure, the device broke during placement of the surgeon's hand through the iris of the device, once it was placed into the abdomen. The iris ring appeared to shred. A like device was used to complete the case. There was no pt consequence.